Manufacturer narrative:
Summary of evaluation: device was not returned, unable to evaluate. The policy of the hopsital is to retain the device for 2 years from date of event.

Event description:
Revision surgery revealed polyurethane wear of the patella and tibial insert.